Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by two (2) phone calls and one (1) email to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided. No examination of the subject device by a lumenis technical expert took place after the event. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. On (B)(6) one month before the adverse event the device was under preventative maintenance per m22 service manual. Replaced deionize filter. Filled coolant. Performed ipl and nd:yag energy calibration per m22 service manual. Verified resurfx energy per m22 service manual. All tests pass per m22 service manual. A lumenis clinical training director and healthcare professional reviewed the reported event details and concluded: "(B)(6) skin type ii patient treated with the m22 ipl resurfx photofractional treatment during training on (B)(6) 2018. On (B)(6) 2018 it was reported that the patient is experiencing post inflammatory hyper pigmentation, and feel it is due to the treatment. Ipl test spot performed at 18j then treated at 20j. Resurfx performed between 35 and 45 mj at a density 350 to 450. I called and spoke to the nurse/patient that had the procedure performed . She told me that she was pregnant the year before and experienced brown macule on her forehead during pregnancy. She also stated that she was breastfeeding during the time of the treatment and was not using anything on her skin other than sunscreen. Post inflammatory hyper pigmentation in my opinion can be due to hormonal imbalance. Patient was breastfeeding at the time of the ipl and resurfx treatment.treatments should be performed at the level of the test spot if no settings appear appropriate at the time." The lumenis clinical training director and healthcare professional further conluded this to be 'minor inury' (very low with a ranking of 5.). While the information received to date does not confirm that the injury was permanaent damage nor did the injury require medical intervention to preclude permanent impairment, and no malfunction was reported, the company is reporting this event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn to chin following ipl and resurfx treatment with lumenis m22 laser.